Event description:
It was reported the procedure was to treat a heavily calcified lesion in the iliac artery. The 8.0x40mm armada 35 balloon dilatation catheter (bdc) was advanced to the target lesion however ruptured during the second inflation at 12 atmospheres. An attempt was made to retract the balloon catheter however it could not be withdrawn through the sheath, attempting to do so resulted in the balloon and the sheath and the wire becoming locked as a single unit. At this point further tension resulted in the distal part of the ballon separating from the delivery shaft however this allowed removal of the delivery catheter and proximal part of the balloon. The distal balloon marker was still visible on the wire confirming its location; therefore the tip of the wire was snared from the right groin and withdrawn from an 8fr sheath at the right groin and the balloon was pushed from the left and pulled from the right and extracted. Another balloon was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Visual inspection was performed on the returned device. The reported balloon rupture and separation were confirmed. The reported difficulty removing the device from the introducer sheath could not be replicated in a testing environment due to the condition of the returned device. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported balloon rupture, difficulty removing the device, balloon separation and unexpected medical intervention appear to be related to operational context. There was no leak noted to the balloon during preparation or during initial inflation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the balloon interacted with the heavily calcified anatomy resulting in the reported balloon rupture during the second inflation. In addition, the ruptured balloon material likely interacted with the introducer sheath during removal, resulting in the reported difficulty removing the device and upon further manipulation, the device ultimately separated. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.